Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The fe found that he user was trapping the footswitch beneath the procedural table accidentally initiating x-ray without command. There is no indication of a system malfunction. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system produced un-commanded. This event occured during system use and likely occurred during a procedure with patient involvement. This event is reportable as a possible aro (accidental radiation occurrence). There is no report of injury or death.